Manufacturer narrative:
A field service rep was sent to the user facility to evaluate the device, and the investigation is pending. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, the rover turned off. The procedure was successfully completed using wall suction, resulting in a 20-30 minute delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.